Event description:
The customer stated that his blood glucose was tested using his contour meter and his doctor's meter (brand/type unknown). The doctor's meter read 150 mg/dl, while the contour read over 500 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.